Event description:
Customer reported the filter leaked while inside the pump. There was no report of pt harm or medical intervention. Although requested, no further pt/ event information was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.